Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the suggested event was confirmed, and the device did not meet the standard specifications and function. The probable cause was determined as breakage of image sensor unit due to kink of insertion section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited black image with noise. There were no reports of patient involvement.